Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's screen was blank and was vibrating continuously. Customer called back after getting a battery cap replacement. Blood glucose level at the time of the incident was not provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly.